Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the tubes were being pushed on, and grey rubber stopper does not retract back. The following information was provided by the initial reporter. The customer stated: "it was reported that needle pushes forward when tubes are being pushed on, and grey rubber stopper not retracking back, thus causing blood to continue running once tubes are removed.¿

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 11-may-2022. H6: investigation summary: bd received 48 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for sleeve recovery failure was observed. The photo does not confirm the failure mode of loose cannula. Additionally, 10 of the customer samples were evaluated by functional sleeve testing, each used to draw 10 tubes with water, and the indicated failure mode for sleeve recovery failure with the incident lot was not observed. Another 10 of the customer samples were evaluated by pull force testing the cannula and the indicated failure mode for loose cannula with the incident lot was not observed as none of the cannula separated from the hubs before the minimum force requirement was reached. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve recovery failure. This complaint has been unconfirmed for the indicated failure mode loose cannula. Bd determined that the root cause of the sleeve recovery failure was attributed to insufficient lubrication on the non-patient cannula. Bd was not able to identify a root cause for the loose cannula.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the tubes were being pushed on, and grey rubber stopper does not retract back. The following information was provided by the initial reporter. The customer stated: "it was reported that needle pushes forward when tubes are being pushed on, and grey rubber stopper not retracking back, thus causing blood to continue running once tubes are removed.¿